Event description:
It was reported to philips that c-arm rotation moved opposite to intended direction due to defective geo control module on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo module wp kit and loaded correct firmware. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).